Event description:
The account alleged the brakes would not hold on the head end of the stretcher. No injury reported.

Manufacturer narrative:
The tech adjusted the brake casters and replaced the brake steer pedal to resolve the issue.